Manufacturer narrative:
(E1) initial reporter address 1: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed a longitudinal tear 20mm from the tip and is approximately 7mm long. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.